Manufacturer narrative:
Correction: contact did not state specific dates but reported that the patient has been having high blood glucose levels since (B)(6) 2016.

Event description:
It was reported that the patient experienced elevated blood glucose levels ranging from 300s to 400s and mild ketones. According to the reporter, the cause of the elevated blood glucose levels was unknown. It was reported that the patient delivered a correction bolus to resolve their high blood glucose.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that a cleo 90 infusion set cannula was bent. The patient experienced an elevated blood glucose level of 263 mg/dl. The patient contact stated that she changed the customer's site due to the bent cannula. The customer declined follow up. The customer contact stated that she would contact the patient's doctor regarding the high blood glucose readings. No further adverse health outcomes were experienced.